Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves. Also, the right ventricular (rv) lead was undersensing r-waves. The ra and rv leads was both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2007; addr01 implantable pacing lead (B)(6) 2007. (B)(4).